Event description:
It was reported that the physician planned to reposition the pump pocket because he had difficulty accessing the reservoir. It was believed that the pump was too deep into the skin. Once the pump pocket was opened, large amounts of pus poured out of the site. There had been no reports of redness or tenderness from the patient. It was also found that the catheter was broken, though the physician was unsure of when that occurred. The device system was completely explanted due to the apparent infection in the pump pocket and back and was sent to pathology for analysis. At the time of report, there was no plan to re-implant and the patient was being kept in the hospital for intrathecal baclofen withdrawal monitoring.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n301001, implanted: (B)(6) 2012, product type accessory; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).